Event description:
It was reported that during routine follow-up, an alert for high, out of range hv lead impedance was observed and confirmed upon review of trends. The patient felt an occasional light stabbing pain on top of the ICD and needed to press on the ICD when laying down. X-rays revealed the device had moved lower from its original position. The device was repositioned and the hv impedance was normal.